Event description:
The end user alleges they ran into their bedroom wall while operating the unit. End user sustained three fractured toes on their right foot and one fractured toe on their left foot.